Event description:
Information received regarding the explanted device notes that the patient was brought to the hospital after passing out and striking his head. The patient was found to be "severely bradycardic" with a heart rate of 20-30 bpm and a "failed pacemaker".